Event description:
It was reported by the customer that a pyxis medstation es system no new orders crossing over. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple orders was not crossed. A field service engineer dispatch to cancelled. However, customer resolved this issue and there was no information was provided how the issue was resolved. The system functioned as intended after field service engineer troubleshooted the device.